Event description:
It was reported that the pt started hearing a pump alarm and was experiencing unspecified withdrawal symptoms. The pump was checked and telemetry confirmed a critical alarm was occurring. The pump was in "safe state," showed a "motor stall" had occurred, and the "stopped pump period may exceed tube set" message was also recorded. The "reset occurred - low battery" message appeared on the logs multiple times. No device troubleshooting was done. The pump was replaced. The pt recovered without sequela. The pump was used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance - motor wire feedthru defective. Bridging was seen across the glass of the m1 feedthru causing an unusual resistance reading of 45.5 ohms from the motor wire to the bulkhead. The feedthru was causing the pump to stall.